Event description:
A high-power single-use laser fiber was not working properly, the rubber connection to the metal part of the plug was hot to touch and appeared melted. The equipment was removed from service and was replaced. There were no procedural delays. No patient harm. FDA safety report ID # (B)(4).